Manufacturer narrative:
In response to FDA report number: mw5150161. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency that a patient was injected off-label in the vocal cord with unspecified juvéderm®. The patient experienced an ¿inflammatory reaction¿ that required intubation, steroids, and hospitalization. The patient experienced no long-term sequela, but ¿left vocal fold paralysis¿ was reported. Event status is unknown.